Event description:
Customer complaint of blood results reading "hi". Verified strips expire 02/28/2016. Review meter memory: hi, 488mg/dl, 512mg/dl (time and date is not set correctly). Customer ran back to back blood test, hi and 597 mg/dl. Customer will seek some medical attention. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned. Most likely underlying root cause of malfunction noted in the complaint: user had high glucose result. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).